Manufacturer narrative:
The returned device was not tested to replicate the field allegation. Instead, testing evidence of a representative device of the same product family was used to evaluate the allegation. Using the representative device, pacing simulations were performed between electrode bipoles in saline solution, and bubbles were generated at voltages as low as 3v peak to peak. The dfu does not directly discuss gp pacing (ganglionated plexi, within the epicardial space), nor does it refer to recommended pacing voltages. Boston scientific does not test for use of this device in gp pacing scenarios, and has not indicated this use within the dfu. Based on all available information, no further actions are considered necessary. The complaint was reported to have been paced outside of the body at high voltages, generating bubbles in the process. Previous r&d testing confirmed with a representative device that this is a normal condition, and is the result of hydrolysis at the electrode sites. The complaint investigation conclusion code is: no problem detected h3 other text : see h.10.

Event description:
It was reported that during pacing, bubbles occurred at the electrode site. During the ablation procedure for atrial fibrillation using an intellanav mifi open-irrigated catheter, pacing was performed with a fukuda electronics bc-100 in the vessel with saline to eliminate the noise. When a 20v, 10ms, 50ms burst was performed, air bubbles occurred from each electrode with negative polarity at the pacing site. The procedure was completed successfully with this device and there were no patient complications.

Event description:
It was reported that during pacing, bubbles occurred at the electrode site. During the ablation procedure for atrial fibrillation using an intellanav mifi open-irrigated catheter, pacing was performed with a fukuda electronics bc-100 in the vessel with saline to eliminate the noise. When a 20v, 10ms, 50ms burst was performed, air bubbles occurred from each electrode with negative polarity at the pacing site. The procedure was completed successfully with this device and there were no patient complications.